Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. The patient presented with angina pectoris. Access was obtained via the right radial artery. The 23mm in length, 2.25mm in diameter, eccentric, de novo and 85% stenosed target lesion being treated was located in the severely tortuous and calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 2.25x28mm taxus liberte stent delivery system was advanced to the lesion and would not cross the lad. Upon removal, great resistance was encountered and the sds had to be removed along with the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts at the proximal edge were bunched and misaligned. A visual and microscopic examination found a kink in the lumen 5.5cm from the tip. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was also tightly wrapped and was not subjected to any positive pressure. The device was returned with the guide catheter still attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available, this device was not used per the directions for use (dfu) / product label as the lesion was both highly calcified and tortuous which is contraindicated in the dfu. The most probable root cause is considered user related. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. The patient presented with angina pectoris. Access was obtained via the right radial artery. The 23mm in length, 2.25mm in diameter, eccentric, de novo and 85% stenosed target lesion being treated was located in the severely tortuous and calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 2.25x28mm taxus liberte stent delivery system was advanced to the lesion and would not cross the lad. Upon removal, great resistance was encountered and the sds had to be removed along with the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.